Event description:
It was reported that revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the two x-rays provided and the reason for the broken insert 1 day post op may be due to poor tension within the knee and hyperextension but this cannot be concluded. Without the requested clinical information, operative reports, and explant the root cause of the report revision cannot be determined. The future impact to the patient beyond the revision cannot be determined. No further clinical medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.